Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Date of event: only month and year are valid. Fdd, fdp and fdc codes applied to both pli 20: lead and pli 30: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's lead had moved and they wanted to do a new surgery to move the wires. It was confirmed the lead had moved last week. The patient had not used their implant in a while since they started having lead issues. They didn't have their patient programmer or recharger with them. The patient was reviewed on how to put their device into MRI mode if they could connect, but if they couldn't connect, they would need to contact the healthcare provider or manufacturer's representative to jump start their device. No symptoms or further complications reported about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.